Manufacturer narrative:
It is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted when the device is returned for evaluation.

Event description:
It was reported that the ortholock ex-pin broke during a procedure. The broken pin was retrieved. No adverse event was associated with device.